Event description:
It was reported that cadd legacy pump alarmed double beep with cassette, during testing. No patient injury reported.

Manufacturer narrative:
Product is beyond 20 (twenty) years from manufacture date of 2002-01 and there was no indication of a manufacturing defect during the investigation, so a DHR (device history record) review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found no physical damage. Functional testing was performed - the device was plugged with a test cassette and powered up for ten minutes and there was no double beeping. The battery loss alarm test was performed and passed. However, found event log with multiple "no disposable." Replaced the defective down stream occlusion sensor. Device passed all functional testing, unable to replicate the reported issue. No problem found. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: d4: correction: model number: 6400.